Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: the patient had a primary procedure on 1997 year. In 2020 year, patient felt the joint implant part was pain. Per further inspection in the hospital, the surgeon found that acetabulum cup was deformation. Hospital reported this event to stryker (B)(6) through (B)(6) adverse event monitoring system. They didn't provide catalog number and lot number. Failure model: consistent failure.